Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 437 mg/dl. Customer also reported that insulin pump was alarming power error detected first time. Low battery troubleshooting was declined. The device is not expected to be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.